Event description:
It is reported that the reamer shaft broke while reaming for a tibia nail.

Manufacturer narrative:
Eval summary: as returned, the shaft of the reamer has fractured at the junction with the cutting head and at one more place approximately .5 inches away from the cutting head. Since the reamer is flexible, any off-axis loading could have created tensile stresses causing product to fail. The conditions indicating how the reamer was inserted and loaded in the bone canal during surgery are unk. To avoid reamer getting lodged during use, the reamer should be immediately stopped and retracted when there is too much resistance. It is also suggested that repeated cleaning of the adhering bone is required if the bone is very hard. Surgical technique suggests to use the reamers with the smallest diameter for initial reaming and then incremented to achieve efficient reaming. It is unk whether the reaming technique correlated with the surgical technique. There is insufficient info provided to determine the root cause of this incident. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.